Event description:
Customer reported the unit collected during donation tested positive for listeria monocytogenes (aa). The microorganisms were found in the platelet storage bags. The time interval that these microorganisms were found was 16.9 hours. Triple product; bag attached; sampling device sterile welded. Investigation 599817 was completed. No samples were received for analysis. However, microbiological testing results were reviewed for amicus batch fa19e06138 manufacturing period, including previous month. No out of limit is observed in the 12-month timeframe. A microbiology testing external supplier, pace analytical, completed additional testing to the amicus manufacturing areas, including the following sampling: - environmental monitoring air samples - surface monitoring swabs - organism identification the same sampling was taken by the haina microbiology lab team, to review the current amicus conditions. Root cause identified: the amicus microbiology testing was completed with satisfactory results. The bacteria identified by the customer is not part of the haina plant micro-flora. In addition, the microbiology monitoring is within established limit. Current controls: - microbiology monitoring - product e-beam sterilization - in process sampling quality inspection. - post sterilization sampling final inspection.

Event description:
Customer reported the unit collected during donation tested positive for listeria monocytogenes (aa). The microorganisms were found in the platelet storage bags. The time interval that these microorganisms were found was 16.9 hours. Triple, product bag attached, sampling device sterile welded.